Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers of r13h17010 and r13i03158 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Expiration date: the expiration date of lot r13h17010 is 08/17/2018, and the expiration date of lot r13i03158 is 09/03/2018. Lot r13h17010 was manufactured on 08/19/2013, and lot r13i03158 was manufactured on 09/03/2013. Evaluation summary: the device was returned for evaluation. Microscopic inspection identified a yellow stain, appearing to be oil or grease, on the outside and inside of the spike tip. Visual inspection of the rest of the set did not identify additional locations with discoloration. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that particulate matter was found inside of the spike of a clearlink system continu-flo solution set. The reporter described the particulate matter as crusty and yellow. The spike also appeared to have yellow-brown staining. This was noticed upon opening of the device's package, before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: a cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.